Event description:
The customer reported the battery was not charging. Upon remove of the battery a small amount of liquid and corrosion was noticed. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.